Manufacturer narrative:
Patient information was requested and the information was not provided.

Event description:
The customer reported the ventilator went vent inop with a post timer/24v failure due to a depleted backup battery. The customer reported patient involvement with no harm to the patient.